Event description:
No blood glucose levels reported. The customer reported scratches on the insulin pump. The customer also reported that the insulin pump had a worn display. No additional information was provided.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked belt clip slot, cracked reservoir tube lip and stained cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.